Event description:
In 2008, the pt's wife reported, the pt has had infusion site concerns for a long time. She said he has received occlusion errors on his insulin infusion device (competitor product). The pt has to change the site several times to find a good one. She stated the pt had an elevated blood glucose reading of 300 mg/dl on five days earlier. During troubleshooting, the wife stated the pt changes his infusion headset every 2 days but only uses a 2 inch section on his abdomen for site rotation. She said he has scar tissue. She stated the pt has "site problems from taking medications to thin his blood." Site rotation and mgmt were discussed and a complimentary guide to site mgmt was sent to the pt. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.